Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the reported events (cardiac arrhythmia and right heart failure) cannot be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6) 449, and no further events were reported. The heartmate 3 left ventricular assist system instructions for use, rev. C, contains the following information: section 1 lists right heart failure and cardiac arrhythmia as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 lists cardiac arrhythmia as a potential late post-implant complication that may be associated with the use of heartmate 3 left ventricular assist system. Additionally, this section states: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump.¿ the relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The implant kit shipped on 14jan2021. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient entered ventricular tachycardia on (B)(6) 2021 while intubated during general anesthesia. This is thought to have resulted in temporary right ventricle failure. The patient was started on veletri (epoprostenol). Arrhythmia was sustained but did not result in clinical compromise. The patient had no history of arrhythmia prior to this event.